Event description:
It was reported that during central processing, the permanent cautery hook (pch) had a loose floating plastic piece on the instrument tip and the flush port #1. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of missing ceramic sleeve at the distal end to be related to the customer reported complaint. Additional observation, which was reported by site and not related to the primary failure: the instrument was found to have a dislodged flush tube at the proximal end. The root cause of this failure was typically attributed to mishandling or misuse. Additional analysis was performed on the instrument by an advanced failure analysis engineer. The primary finding was confirmed. The instrument was missing the ceramic sleeve and also suffered from a dislodged flush tube at the distal end. The missing ceramic sleeve was normally attributed to manufacturing.